Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD). The backup vvi was due a event queue overflow related reset. A device download was performed successfully. There were no reported patient consequences. The patient was to continue with regular follow ups in clinic.